Manufacturer narrative:
Currently, it is unk whether the device may have cause or contributed to the alleged event. It was reported that the pt experience pain after implant of the mesh. However, the surgeon stated that based on his eval he feels the pt's issues are related to a possible suture granuloma or pinched nerve related to the surgery not the mesh. The mesh remains implanted and no lot number has been provided, therefore no further eval is possible while it does not appear that a device failure has occurred, without further info, no conclusion can be drawn.

Event description:
Based on info reported to davol: ni/ni/2005: the pt underwent surgery with a composix kugel mesh implanted. Ni/ni/2011: the pt reported to surgeon complaints of right sided pain.